Event description:
Boston scientific received information that this pacemaker, implanted for 5.7 years, reached elective replacement indicator (eri) sooner than expected. Boston scientific technical services (ts) performed a longevity calculation, which showed an estimated longevity of 7.5 years. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the device was successfully explanted and replaced. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.